Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. Although requested, the set has not been rec'd. A f/u report will be submitted once the set has been rec'd an a failure investigation has been completed.

Event description:
Customer reported that when you twist the flush syringe to flush, the IV fluid won't flow through the cap. No harm to pt or clinician reported. No add'l info provided.